Event description:
It was reported that 2 pen ndl 32ga 4mm 14bag 700case jp were difficult to prime and unable to deliver medication during use. The following was reported by the initial reporter: "this is a report about needle clog. According to the customer's report, drug didn't come out upon priming. This occurred for several products."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-06-09. H6: investigation summary: two open 32g x 4mm pen needle samples and four photos were returned from lot. No. 0098159, cat. No. 320136. Visual examination was carried out on the returned samples and photos and a bent non patient end of cannula was observed on both samples. Due to the condition the samples were returned no clog testing could be carried out. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. As the samples returned were open it is not possible to confirm this defect to be manufacturing related.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 2 pen ndl 32ga 4mm 14bag 700case jp were difficult to prime and unable to deliver medication during use. The following was reported by the initial reporter: "this is a report about needle clog. According to the customer's report, drug didn't come out upon priming. This occurred for several products."